Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Changing your pod   chapter 3 / page 24  warnings:  never use insulin that is cloudy; it may be old or inactive. Check the insulin manufacturer¿s instructions-for-use for the expiration date. Failure to use rapid-acting u-100 insulin, or using insulin that has expired or is inactive, could put your health at risk.  Do not apply or use a pod if the sterile packaging is open or damaged, or if the pod has been dropped after removal from the package, as this may increase the risk of infection. Pods are sterile unless the packaging has been opened or damaged.  Do not apply or use a pod that is damaged in any way. A damaged pod may not work properly.  Do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) the patient's blood glucose levels reached 1,500 mg/dl while wearing the pod for longer than 72 hours. The pod had expired during wear. In addition the patient has been using off label looping for their pods. The patient experienced confusion, hyperglycemia, excessive sweating and dehydration. The patient removed the pod from the infusion site. Once at the hospital the patient was diagnosed with dka, kidney injury and dehydration. The patients reported blood glucose in the hospital was 300 mg/dl during the time of this call. The patient was placed on a sliding scale of insulin but was able to apply a new pod later. The patient was prescribed cephalexin (500 mg) to be taken 3 times daily for 7 days in addition to lisinopril to be taken once a day for 1 week. The patient was released from the hospital after 4 days. It should be noted the patient was additionally diagnosed with an infection.